Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained hydromorphone with a concentration of 10 mg/ml at a dose of 0.481 mg/day. It was reported there was a confirmed flipped pump. The representative stated most of the catheter was replaced as it was significantly twisted, and the pump was revised as well. There were no patient symptoms reported; it was unknown if there were any symptoms. It was unknown what troubleshooting was performed related to the flipped pump and twisted catheter. The causes of the flipped pump and twisted catheter were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.